Manufacturer narrative:
Initial.

Event description:
It was reported that the patient observed a high glucose of 350 mg/dl on a freestyle libre 3+ continuous glucose monitor (cgm) and attempted to lower it by announcing a smaller-than-actual meal, which constituted an incorrect use of meal announcements and could maladapt the algorithm. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically misuse of meal announcements as a correction method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.